Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood glucose results. Expected non-fasting blood glucose test result range is 80 to 120 mg/dl. Testing performed four times daily. Customer does not feel well and observed symptoms of light-headedness and nausea. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 308 mg/dl and 348 mg/dl. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is 06/11/2015. Recall test results performed non-fasting from meter memory (time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet received for evaluation.

Event description:
Consumer complaint of hi blood glucose results. Expected non-fasting blood glucose test result range is 80 to 120 mg/dl. Testing performed four times daily. Customer does not feel well and observed symptoms of light-headedness and nausea. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 308 mg/dl and 348 mg/dl. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory (time not set): 220mg/dl, (B)(6) 2015, 11:45pm; 442mg/dl, (B)(6) 2015, 01:05pm; 280mg/dl, (B)(6) 2015, 09:16pm; 249mg/dl, (B)(6) 2015, 03:44pm; hi. Adverse event not reported.